Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a failure occurred with a prostyle device relative to an unspecified procedure. The foot of the device did not retract completely, and the patient ended up having vascular surgical repair. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty closing the foot was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulty could not be determined. Factors that contribute to the inability to retract the foot, include, but are not limited to tissue, suture caught in foot. Additionally, unused sterile devices were returned and successfully tested with no anomalies noted. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received, indicating that 5 prostyle devices were used during the procedure. With all 5 devices, the foot did not completely retract. No additional information was provided.